Event description:
Reported issue: during treatment for cardiogenic shock, at about 17:00 on november 2 when the iab catheter in the left femoral artery, was removed from the patient, it was found that the balloon was very hard to pull back into the arterial sheath, and after pulling for a while, it could not be pulled, and the balloon could not enter the sheath. It was pulled out together with the sheath and balloon without resistance, and the patient was well with no blood leakage. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn#(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Reported issue: during treatment for cardiogenic shock, at about 17:00 on november 2 when the iab catheter in the left femoral artery, was removed from the patient, it was found that the balloon was very hard to pull back into the arterial sheath, and after pulling for a while, it could not be pulled, and the balloon could not enter the sheath. It was pulled out together with the sheath and balloon without resistance, and the patient was well with no blood leakage. The patient's condition was reported as fine.